Event description:
Device 4 of 4. Reference MFR report #: 1627487-2011-05206, 05207, 05208.

Manufacturer narrative:
Eval, results: the product was received complete. The lead extension was in good condition with a small amount of discoloration in the header. Channels 1-4 measured less than 4 ohm. Channels 5 thru 8 were all open. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.